Manufacturer narrative:
The investigation determined that discordant, higher than expected vitros ipth results were obtained from samples from multiple patients when tested using vitros immunodiagnostic products intact pth reagent on a vitros 5600 integrated system. The results were discordant compared to the non-vitros beckman ipth results tested at a quest facility. A definitive cause of the event was not established. It is possible that the cause of the higher than expected vitros ipth results could be a cumulative effect of pre-analytical sample handling and potential method to method difference between the vitros and non-vitros assays. The vitros ipth reagent assay is susceptible to fragmentation and the time between testing events along with temperature of storage can affect the degree of fragmentation. All patient samples were frozen and thawed prior to non-vitros ipth testing at the quest site. Additionally, it was determined that the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The patient samples were tested immediately at the quest site following the thawing of the frozen samples, therefore a time delay between testing events was kept to a minimum and was an unlikely contributor to the event. No information regarding non-vitros quality control fluids or historical vitros quality control results was provided when requested. Therefore, it was not established whether the performance of vitros ipth lot 1090 was acceptable around the time of the higher than expected vitros results. A reagent issue cannot be ruled out as a contributor to the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1090. No precision testing was performed on the vitros 5600 integrated system when requested. Metering error codes were also posted on the instrument when the customer processed vitros ipth quality control fluids on (B)(6) 2019. Therefore, the performance of the vitros 5600 integrated system cannot be ruled out as a contributor to the event.

Event description:
A customer reported discordant, higher than expected vitros intact pth (ipth) results obtained from multiple patient samples using a vitros 5600 integrated system. The results were discordant compared to ipth results obtained from a non-vitros method at another site. The non-vitros method was tested at a quest site that uses the beckman access system dxi method for ipth testing. Patient vitros ipth result of 238.4 pg/ml versus the non-vitros (beckman) ipth result of 159 pg/ml. Patient vitros ipth result of 71.9 pg/ml versus the non-vitros (beckman) ipth result of 52 pg/ml. Patient vitros ipth result of 68.79 pg/ml versus the non-vitros (beckman) ipth result of 48 pg/ml. Patient vitros ipth result of 390.1 pg/ml versus the non-vitros (beckman) ipth result of 31 pg/ml. Patient vitros ipth result of 113.8 pg/ml versus the non-vitros (beckman) ipth result of 84 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. An initial higher than expected vitros ipth patient sample result was reported from the laboratory. However, an endocrinologist questioned the initial result and there was no indication that treatment was altered, initiated or stopped based on the reported result or any other vitros ipth results around the time of the event. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).